Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 220-400 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer experienced vomiting and had ketones. The customer administered a correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly the customer continued to use the pump for insulin therapy as well as manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.